Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report that on (B)(6) 2012, the patient drank soda and ate dinner and did not take a bolus dose of insulin for these consumptions. After dinner, the patient's blood glucose level was greater than 600 mg/dl, and she experienced the symptoms of headache, lightheadedness and tested positive for small to moderate amounts of ketones. The patient's mother discovered the patient was disconnected from the pump for an unknown time period; the cartridge cap had become disconnected during playing. The patient's mother gave her a bolus dose of insulin via the pump, and the patient's blood glucose level corrected to 200 mg/dl and she tested negative for ketones. The patient did not seek any medical attention. Troubleshooting revealed all pump settings, programming and date/time were correct. There was no evidence the pump was not functioning appropriately. The patient's technique was incorrect by accidentally disconnecting the insulin cartridge cap from the pump. However, as the patient suffered symptoms and blood glucose levels suggesting severe hyperglycemia after this occurred, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).